Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the device passed all the functionality test and revealed no anomalies.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.